Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe was broken. The following information was provided by the initial reporter, translated from portuguese to english:purchase of they showed defects in their plungers and also in the plastic where the syringe and needle are connected.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe was broken. The following information was provided by the initial reporter, translated from portuguese to english: purchase of they showed defects in their plungers and also in the plastic where the syringe and needle are connected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.